Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the ER yesterday with chest pains and possible diaphragmatic stim. No capture was found on interrogation and x-ray revealed that the lead had moved and possibly perforated the heart wall. The lead remains in use. No further patient complications have been reported as a result of this event.